Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for loose cup. Pt fell post op and the cup spun, since pt on plavix, the revision could not be completed for 12 months.